Event description:
A problem was noted on the haptic of the intraocular lens (iol). Enlargement of the incision was required to accomodate removal and replacement of the iol. Additional information has been requested.